Event description:
It was reported that a user¿s ilet pump did not charge when placed on the charger despite correct orientation, absence of a case, and attempts with multiple known-working outlets; the agent advised use of a compatible qi wireless charger and arranged a replacement charger. Symptoms included no clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included remote troubleshooting and user education regarding compatible chargers and proper charging technique. Investigation of this case revealed a charging failure involving the external charging accessory, with probable charger malfunction. It was concluded, based on similar reports, that the cause was a malfunction of the charger accessory rather than the pump.

Manufacturer narrative:
Initial.